Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had ¿image flickered at times¿. There were no reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new updated information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the device return date. Updated field: d9: 5/27/2025 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.